Event description:
The customer reported that on (B)(6) 2011 an erroneous low myoglobin result for one patient sample was generated on the unicel dxc 600i synchron access clinical system. The sample test was repeated and obtained results within the normal reference range. Calibration failed multiple times the day of the event due to bad fits. The customer implemented confirmation testing for all initial, valid myoglobin results. A service call was dispatched. There were no erroneous results reported out of the lab and there were no reports of change to patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) was on-site on (B)(6) 2011. The fse rebuilt the substrate pump, aligned the systems and made adjustments to mixer speeds and ultrasonics. The fse completed high sensitivity system testing and a system check that passed instrument established specifications. Although the fse performed some repairs at the time of service, a definitive root cause for this event has not been determined to date.